Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl and the cause was not known. There was no issues observed with the cartridge, infusion set tubing or cannula. A corrective bolus was delivered. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with intravenous insulin/fluids. Bg/dka were resolved. Upon follow-up, the customer was discharged on (B)(6) 2018. Tandem technical support reviewed the pump data with the contact and no device issues were observed. The contact acknowledged the information.